Event description:
Information was received that the cadd solis vip pump was alarming, "key stuck." It is unknown if the event occurred while in use with a patient.

Manufacturer narrative:
Other, other text: h1) the event was incorrectly reported as a serious injury, however, it is a malfunction.

Manufacturer narrative:
Additional information received stating incident occurred during in house testing; no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. During analysis, the reported problem was not able to be duplicated. The event log history showed multiple entries of the reported alarm recorded in history. Service will replace the keypad as a preventative measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.